Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units battery backup was low and battery discharged rapidly after full charging reported by the customer. Run time was checked on both batteries found >60 min. There was no patient involvement.

Manufacturer narrative:
Initial reporter name and address: telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field engineer (fse) was dispatched to investigate the issue. The fse checked the run time of both batteries and found them to be >60 minutes. The fse then performed all functional tests and the unit passed successfully. Also, the fse checked the performance of the unit with the trainer and balloon connected, and the unit was working satisfactorily. The fse suggested the customer to charge both batteries for 8 to 10 hours and then observe the unit for rapid discharging of batteries. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.